Event description:
It was reported that at the beginning of a prostate procedure, at 220,311 joules, fiber became end firing. The procedure was completed with a second fiber. "No injury to the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus. Based on the analysis above, the potential for forward firing may exist. Probable root causes: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.